Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient experienced peritonitis and was hospitalized on that same day. The cause and treatment for the peritonitis was not reported. The patient was in hospital for over a week. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.